Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a ar40e model intraocular lens(iol) had haptic broke during manipulation. Additional details received states that the lens broke during the loading process and was inserted into the eye. The haptic was noticed that it was indeed broken once the lens was inserted into the eye. The doctor had to cut the lens out of the eye and procedure was completed successfully using backup lens of same model and diopter. There was no injury to the patient and no medical/surgical intervention such as incision enlargement, vitrectomy or sutures were required. No further information available.